Manufacturer narrative:
Concomitant product(s): a 4194-88 lead, implanted: (B)(6) 2008. A 6947-65 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated before a routine cardioversion and it was noted the right atrial lead was undersensing p waves during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.